Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17417867m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). (B)(4). Event description continuation: this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. It is considered serious and MDR reportable. Since both the thermocool smarttouch bidirectional navigation catheter and a webster 4 pole catheter were used in the patient and the suspected site of injury was not confirmed, we are taking the conservative approach and reporting this event under both of these catheters.

Event description:
It was reported that a (B)(6) year old female patient underwent a premature ventricular contraction (pvc) ablation procedure for left idiopathic ventricular tachycardia with a thermocool smarttouch bidirectional navigation catheter and a webster 4 pole catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. Post-procedure, after leaving the lab, the patient became hypotensive and a cardiac tamponade was confirmed via fluoroscopy. A pericardiocentesis yielded 900cc. The patient was initially reported to be in stable condition. At some point, the patient's condition worsened and she was taken to the operating room for a surgical intervention. The patient required extended hospitalization in the cardiothoracic intensive care unit as a result of this adverse event. There were no factors cited that may have contributed to the adverse event. The ablation was in the left ventricle. It was noted that the suspected (not confirmed) site of injury was the right ventricle, as a result of placement of the diagnostic webster 4 pole catheter prior to ablation. The physician's opinion regarding the cause of the adverse event is that it was procedure-related, specifically placement of the webster 4 pole catheter in the right ventricle. No transseptal puncture was performed. The sheath used was a st. Jude medical short 8.5 french. Generator settings included: power control mode with maximum power at 35 watts (not titrated), impedance at 112-130 ohms with maximum cut-off at 250 ohms. Irrigated catheter flow set on default settings of 30ml/min when ablating at 35watts. Patient movement errors were observed several times during the case. Remap and verification of location via fluoroscopy were performed after each movement. Patient received anticoagulant (heparin boluses and drip) during the procedure with activated clotting times maintained at less than 250 seconds.